Event description:
Boston scientific received information that one day post implant, follow up revealed this right ventricular lead and device were not pacing or measuring r-waves, impedance or checking thresholds. An electrogram was provided to an internal technical service(ts) consultant for their review. Ts reviewed the data and recommended verifying the lead position. A revision procedure was performed. Upon reopening the pocket, the lead parameters were verified. Visual observation revealed a lead connection. The lead was removed and reinserted into the lead barrel and normal pacing was observed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.